Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of the essure device/migration of essure device: right lateral fundal portion of the uterus"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding; spotting") and tooth disorder ("dental problems") in a 32-year-old female patient who had essure (batch no. A69941, c91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the device was bent". The patient's past medical history included uti, migraine, headache, mood swings, female sexual dysfunction, dyspareunia, nausea, muscle weakness, migraine, headache, alopecia, chlamydial infection, gonorrhea and trichomoniasis. Concurrent conditions included hyperthyroidism, gerd and asthenia. Concomitant products included eugynon (seasonique) from 2011 to 2017 for contraception, menstrual cycle management and bleeding genital, oral contraceptive nos for menstrual cycle management as well as amoxicillin, cefalexin (keflex), doxycycline hyclate, ethinyl estradiol w/norgestrel, fluconazole (diflucan), levothyroxine sodium (synthroid) and neomycin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain/cramping/lower quadrant pain"), menorrhagia ("severe menstrual flow/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), the first episode of fatigue ("fatigue"), urinary tract infection ("uti"), nausea ("nausea"), mood swings ("mood swings") and pelvic pain ("pelvic area pain"). In march 2015, the patient experienced headache ("weekly headaches"), migraine ("weekly migrains") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), the second episode of fatigue ("fatigue") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (patient underwent a surgery to remove the essure device hysterectomy performed), and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal discharge, vaginal infection, vaginal haemorrhage, tooth disorder, the last episode of fatigue, the last episode of alopecia, urinary tract infection, nausea and pelvic pain outcome was unknown and the headache, migraine, dysmenorrhoea, female sexual dysfunction, dyspareunia and mood swings had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of fatigue, the second episode of alopecia and the second episode of fatigue to be related to essure. The reporter commented: insertion details-right ostium, approximately half of essure advanced when tubal spasm noted, attempted to wait for spasm to resolve and applied gentle pressure on device, however, fallopian tube would not relax, therefore removed the essure device. Left fallopian tube with slight spasm, yet device could be advanced slightly with gentle pressure. When could advance device no further we deployed, 16 coils noted coming out of left ostium. Attention to right ostium, essure introduced without spasm, coils deployed, 5 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain and pelvic pain." Most recent follow-up information incorporated above includes: on 12-mar-2018: this case is medically confirmed. Reporter information was updated. This case concerns 32 year old patient. Her demographics were updated. Her historical and concurrent conditions were added. Lab data was added. Essure insertion date added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Following events: perforation (uterus), abnormal bleeding (general)/irregular bleeding; spotting, abnormal bleeding (vaginal)¸ dental problems, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, hair loss, uti (urinary tract infection), cystoscopy, nausea, mood swings and pelvic area pain were added. Following events resolved: dysmenorrhea (cramping), migraines/headache, mood swings, apareunia and dyspareunia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of the essure device/migration of essure device: right lateral fundal portion of the uterus"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding; spotting") and tooth disorder ("dental problems") in a 32-year-old female patient who had essure (batch no. A69941/ c91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the device was bent". The patient's past medical history included uti, migraine, headache, mood swings, female sexual dysfunction, dyspareunia, nausea, muscle weakness, migraine, headache, alopecia, chlamydial infection, gonorrhea and trichomoniasis. Concurrent conditions included hyperthyroidism, gerd and asthenia. Concomitant products included eugynon (seasonique) from 2011 to 2017 for contraception, menstrual cycle management and bleeding genital, oral contraceptive nos for menstrual cycle management as well as amoxicillin, cefalexin (keflex), doxycycline hyclate, ethinyl estradiol w/norgestrel, fluconazole (diflucan), levothyroxine sodium (synthroid) and neomycin. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced abdominal pain lower ("lower abdominal pain/cramping/lower quadrant pain"), menorrhagia ("severe menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic area pain"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), the first episode of fatigue ("fatigue"), the second episode of fatigue ("fatigue"), the second episode of alopecia ("hair loss"), urinary tract infection ("uti"), nausea ("nausea") and mood swings ("mood swings"). In february 2015, the patient experienced gastrooesophageal reflux disease ("gerd"). In march 2015, the patient experienced headache ("weekly headaches"), migraine ("weekly migrains") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2015, the patient experienced tooth disorder (seriousness criterion medically significant). In october 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (patient underwent a surgery to remove the essure device hysterectomy performed), surgery (patient underwent a surgery to remove the essure device hysterectomy performed) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal discharge, vaginal infection, vaginal haemorrhage, tooth disorder, the last episode of fatigue, the last episode of alopecia, urinary tract infection, nausea, pelvic pain and gastrooesophageal reflux disease outcome was unknown and the headache, migraine, dysmenorrhoea, female sexual dysfunction, dyspareunia and mood swings had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of fatigue, the second episode of alopecia and the second episode of fatigue to be related to essure. The reporter commented: insertion details-right ostium, approximately half of essure advanced when tubal spasm noted, attempted to wait for spasm to resolve and applied gentle pressure on device, however, fallopian tube would not relax, therefore removed the essure device. Left fallopian tube with slight spasm, yet device could be advanced slightly with gentle pressure. When could advance device no further we deployed, 16 coils noted coming out of left ostium. Attention to right ostium, essure introduced without spasm, coils deployed, 5 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-feb-2015: total bilateral occlusion verified by x-rays, positive explorer stick, visual inspection. Essure confirmation test revealed everything was fine with essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain and pelvic pain." Batch number: a69941 exp date: nov-2015 man date: nov-2012 . Batch number: c91769 exp date: aug-2017 man date: aug-2014 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of the essure device/migration of essure device: right lateral fundal portion of the uterus"), genital haemorrhage ("abnormal bleeding (general)/irregular bleeding; spotting") and tooth disorder ("dental problems") in a 32-year-old female patient who had essure (batch no. A69941, c91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the device was bent". The patient's past medical history included uti, migraine, headache, mood swings, female sexual dysfunction, dyspareunia, nausea, muscle weakness, migraine, headache, alopecia, chlamydial infection, gonorrhea and trichomoniasis. Concurrent conditions included hyperthyroidism, gerd and asthenia. Concomitant products included eugynon (seasonique) from 2011 to 2017 for contraception, menstrual cycle management and bleeding genital, oral contraceptive nos for menstrual cycle management as well as amoxicillin, cefalexin (keflex), doxycycline hyclate, ethinyl estradiol w/norgestrel, fluconazole (diflucan), levothyroxine sodium (synthroid) and neomycin. In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain/cramping/lower quadrant pain"), menorrhagia ("severe menstrual flow/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic area pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), the first episode of fatigue ("fatigue"), the second episode of fatigue ("fatigue"), the second episode of alopecia ("hair loss"), urinary tract infection ("uti"), nausea ("nausea") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2015, the patient experienced headache ("weekly headaches"), migraine ("weekly migrains") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (patient underwent a surgery to remove the essure device hysterectomy performed), surgery (patient underwent a surgery to remove the essure device hysterectomy performed) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal discharge, vaginal infection, vaginal haemorrhage, tooth disorder, the last episode of fatigue, the last episode of alopecia, urinary tract infection, nausea, pelvic pain and gastrooesophageal reflux disease outcome was unknown and the headache, migraine, dysmenorrhoea, female sexual dysfunction, dyspareunia and mood swings had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of alopecia, the first episode of fatigue, the second episode of alopecia and the second episode of fatigue to be related to essure. The reporter commented: insertion details-right ostium, approximately half of essure advanced when tubal spasm noted, attempted to wait for spasm to resolve and applied gentle pressure on device, however, fallopian tube would not relax, therefore removed the essure device. Left fallopian tube with slight spasm, yet device could be advanced slightly with gentle pressure. When could advance device no further we deployed, 16 coils noted coming out of left ostium. Attention to right ostium, essure introduced without spasm, coils deployed, 5 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion verified by x-rays, positive explorer stick, visual inspection. Essure confirmation test revealed everything was fine with essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain and pelvic pain." Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. New event added- gerd. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the device was bent". In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain/cramping"), headache ("weekly headaches"), migraine ("weekly migraines"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (underwent a surgery to remove the essure device hysterectomy performed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, abdominal pain lower, headache, dysmenorrhoea, vaginal discharge, vaginal infection, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.